Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer had high blood glucose levels of 333 mg/dl. The customer reported that the high blood glucose was treated with an insulin shot. The customer reported that there were bubbles inside the insulin pump. No additional information is provided.